Manufacturer narrative:
Evaluation summary: we checked the returned product and found the air/water nozzle missing, the u/d worn out, the r/l pulley wire ruptured, and the lg prong top assy loosen. Based on the result, it was caused due to the wire worn out; however, other failures are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
We didn't get any information. Ec-3890fi2 is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Modelec-3890li is available in the USA with a 510k number k131855. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report. This report is being filed as part of the pentax backlog management plan.

Event description:
The pulley wire is ruptured. This event occurred at the time of before use. There was no report of patient harm.